Manufacturer narrative:
(B)(4). This report is for a use error ? Reuse of single-use product during dwell 1 of 4, where the home patient (hp) had disconnected and reconnected the supply bags. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had disconnected the heater bag and the supply bag and then reconnected them during dwell 1 of 4, while the hp was connected. The technical service representative (tsr) explained the reason why the bags should not be disconnected and reconnected during the therapy. The tsr assisted the hp with ending the therapy and advised to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.